Event description:
The complainant alleged that during inservice training by a zoll medical rep the device would not power up. The complainant indicated there was no pt involvement with this reported malfunction.